Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, live birth and depression. Previously administered products included for birth control: mirena from 2008 to january 2013; for an unreported indication: colace in march 2018, norco in march 2018 and ibuprofen. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from december 2016 to february 2017 and medroxyprogesterone acetate (depoprovera) from august 2014 to february 2018 for bleeding genital as well as sertraline hydrochloride (zoloft) since october 2014. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced migraine ("migraines / hedaches"). In november 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2015, the patient experienced abdominal pain ("abdominal pain/ pain"). In march 2015, the patient experienced alopecia ("hair loss"). In august 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In december 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse day)"). In january 2016, the patient was found to have weight increased ("weight gain"). In july 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy jan-2017). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, fatigue, weight increased, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown, the abdominal pain and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain and bleeding. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: essure confirmation test(s) results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs+ mr received: newly added newts- vaginal bleeding, menorrhagia, migraine, hair loss, onset date of previously reported events- dysmenorrhea (cramping), fatigue, abdominal pain, weight gain, dyspareunia, migraine was added, outcome of the previously reported event- abdominal pain, dysmenorrhea (cramping) were updated, essure removal date was added, reporter was added, consumer height was added, lab data were updated, medical history and concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse day)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet. New reporter added. Category of case changed to incident. Patient demographic added. Event injury is replaced by pelvic pain. New events dysmenorrhea, abdominal pain, back pain, dyspareunia, general abnormal bleeding, fatigue and weight gain were added. Lab data were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.